Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery, the storz laparoscopic system experienced frequent flickering and became unusable. Another laparoscopic system was immediately replaced to continue the surgery, and the engineer was contacted for maintenance after the surgery was completed. No negative impact in state of health reported.